Event description:
Reported via journal article. It was reported that there were patient complications that occurred. The aim of the study was to prospectively evaluate the outcomes of combined left atrial appendage occlusion (laao) and mitral transcatheter edge-to-edge repair (mteer). The watch-teer study is a prospective multicenter registry that aims to assess the feasibility and safety of concomitant mteer with mitra clip and laao with watchman flx in patients with an approved clinical indication for both procedures. The primary endpoint was a composite of all-cause mortality, stroke, life-threatening, or major bleeding at 45 days. Results: a total of 24 patients were included between october 2020 and march 2024. Two patients experienced a procedural complication. One patient developed a small pericardial effusion that did not require pericardiocentesis, and another patient developed an access site hematoma that resolved with manual compression. There was no procedural deaths or need for urgent surgery. Post procedure complications included one patient who experienced sudden cardiac death on day 34 after the procedure. 1 patient experienced an ischemic stroke, 1 trauma-related intracranial hemorrhage, and 2 nonprocedural major bleeds were also noted. There was one patient that had a thrombus that was noted at the 45 day follow up.

Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. D3 model number, d3 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided in the literature article. D6a implant date was reported as (B)(6) 2020 and (B)(6) 2024. Literature citation: al-abcha, a., di santo, p., rihal, c. S., simard, t., hibbert, b., and alkhouli, m. (2025). Outcomes of combined left atrial appendage occlusion and transcatheter mitral edge to edge repair: the watch-teer study. Jacc: advances, 4(2), 101541.